Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported on the afternoon of (B)(6) 2024, the nurse checked the patient prior to placing the microintubation sheath and found a rupture in the front end of the tearable sheath, which was not used in a human body and was not manipulated. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed that there was a split in the microintroducer sheath tip; however, no details of the split could be discerned from the returned photograph. No use residues were observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported on the afternoon of (B)(6) 2024, the nurse checked the patient prior to placing the microintubation sheath and found a rupture in the front end of the tearable sheath, which was not used in a human body and was not manipulated. No other information was provided.